Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the patient couldn't get things to work. Patient stated that they went to the doctor's office yesterday and they pulled all the bandages off and a lady from medtronic was there to get the device programmed and apparently it was working then. Patient noted that they got their equipment at surgery and started to charge the equipment on september 8th or 9th. Patient said that they were feeling all this buzzing when they moved around. Patient noted that they noticed today that the device inside their back didn't make any stimulation feeling when they move around so it was dead or just not working. Patient mentioned that they cannot get ahold of the manufacturer representative (rep) that was at their appointment yesterday for assistance and thought to call patient services for help. Patient noted that they cannot get the handset to work and that they are frustrated; patient added that they tried playing with the device last night but that they are still having issues. Agent had the patient connect the handset to the communicator; patient saw the communicator not found mess age as they were trying to connect the wireless recharger to the handset. Agent attempted to have patient grab the communicator and connect to the handset; agent attempted to have the patient reset the communicator, however the reset did not help and shortly after agent understood the patient to be using the wireless recharger. Agent reviewed with the patient that they would need to manually enter the npe serial number of the device in order to connect to the mystim app and that they need to use the communicator and not the wireless recharger as they are two different devices. Patient had difficulty reading the serial number off the back of the wireless recharger when agent asked for communicator serial number;  agent attempted again to have the patient locate the communicator; patient could not get the communicator out of the handset case after numerous tries. Agent walked them through retrieving the communicator but patient reported the communicator was stuck and would not budge. Patient mentioned that they randomly felt 3 little shocks in their back. The issue was not resolved. A replacement communicator was sent out. Agent also sent an email to the field for fur ther education.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.